Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 61 mm abdominal aortic aneurysm. It was reported that during a routine follow up CT a type ia endoleak was observed. The patient was presented for treatment of the endoleak. An endurant ii cuff was implanted proximal to the original bifurcated stent graft but upon trying to remove the delivery system in the angled neck it got caught on the supra renal fixation. This resulted in the cuff being pulled to the same level as the originally placed bifurcated endurant stent graft. A second endurant cuff and 6 aptus endoanchors were then placed and extra care was taken in removal of the delivery system. This resolved the type ia endoleak. According to the physician, the cause of the event was anatomy related, due to angulated neck anatomy and disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Films review summary: the exact cause of the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and images during implant and the intervention were not available. A CT-3d film report from 4 months post-implant confirmed that the bifurcate was positioned ~5mm below the renal arteries within the neck which was angulated ~60 deg a-p. The suprarenal neck diameter just below the sma measured 23mm, 14mm lower near the level of the renals was 30mm in diameter, and 5mm below the renals measured 33mm in diameter. It is possible that disease progression (neck dilatation) and neck angulation may have contributed to the type ia endoleak. It is also possible that the unfavorable neck anatomy, including the small suprarenal neck diameter, may have contributed to the aortic cuff removal difficulties during the intervention. This may have also been user related. If information is provided in the future, a supplemental report will be issued.